Event description:
Following open heart surgery, the pt experienced an increase in baseline spasticity. An indium dye study was performed which showed no dye. No csf was able to be aspirated from the port. A catheter issue was diagnosed and the pt was scheduled for revision surgery. The concentration and daily dose of baclofen used in the pump was not reported. Add'l info has been requested from the hcp but was not available on the date of this report.